Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On 03/28/2025, it was reported that the patient experienced a seizure and when they regained consciousness, they noted that the cgm device was displaying a sensor error. When a fingerstick was taken the blood glucose reading was 22 mg/dl. No alerts sounded during the hypoglycemic event. The patient was brought to the hospital by his friend and received treatment with morphine for pain, zofran, and sodium chloride fluids. The patient was discharged after spending less than 24 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient still had body pain, but it was understood that the patient recovered from the hypoglycemic event. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a seizure and when they regained consciousness, they noted that the cgm device was displaying a sensor error. When a fingerstick was taken the blood glucose reading was 22 mg/dl. No alerts sounded during the hypoglycemic event. The patient was brought to the hospital by his friend and received treatment with morphine for pain, zofran, and sodium chloride fluids. The patient was discharged after spending less than 24 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient still had body pain, but it was understood that the patient recovered from the hypoglycemic event. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. B3 date of event - correction. H2 correction.